Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08284. The patient presented in clinic with irritation and inflammation of the device pocket. The device and right ventricular (rv) lead were both explanted and replaced to resolve the event. Following the pocket procedure, a culture was performed and confirmed the infection. The patient was prescribed antibiotics to resolve the infection. The patient was stable and will continue to be monitored.